Event description:
It was reported that patient's implantable neurostimulator was explanted due to battery depletion. The implantable neurostimulator only lasted 13 months. No patient injury was reported.

Manufacturer narrative:
(B) (4).